Event description:
It was reported that the 9600 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram was replaced during the service call. The system was tested, and found to be working as intended, and put into service.